Event description:
It was reported that the 9600+ system experienced a low ma error. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided the following component has been requested. X-ray tube assembly. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional information is received that indicates otherwise, a follow up report will be submitted as required.